Event description:
It was reported that the patient was hospitalized, possibly after shock delivery. Boston scientific technical services was contacted to review the recent data, but there was no recent data available. The device and leads remain in service. No additional adverse patient effects were reported.